Manufacturer narrative:
Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of out knowledge. (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 544 mg/dl. The customer treated with a bolus from the insulin pump. Troubleshooting was done. The customer reported air bubbles in the tubing of the insulin pump. The customer was advised to change the entire infusion set, reservoir and insulin of the insulin pump. The customer was advised to treat per the health care provider's instruction. No add'l info was provided.